Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Eight (8) months post procedure the patient experienced a cerebral vascular accident and was hospitalized due to this event. Transesophageal echocardiogram (tee) imaging showed that there was a peri-device leak that was not present at the implant procedure. While the patient was in the hospital, they experienced a second cerebral vascular accident. No other complications have been reported to have occurred as a result of this event.

Manufacturer narrative:
Correction: it was further reported that this report is a duplicate to MDR report 2124215-2024-53174.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Eight (8) months post procedure the patient experienced a cerebral vascular accident and was hospitalized due to this event. Transesophageal echocardiogram (tee) imaging showed that there was a peri-device leak that was not present at the implant procedure. While the patient was in the hospital, they experienced a second cerebral vascular accident. No other complications have been reported to have occurred as a result of this event.